Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to confirm alarm due to erased history file. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had received a motor error alarm and a motor position encoder error alarm. Customer's father was calling regarding his son's pump. Customer's blood glucose was 9.6 mmol/l. Customer received an alarm during priming. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.